Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, a visual inspection noted blood in the helix mechanism.

Event description:
It was reported during the implant procedure that the physician felt the lead was defective because the stylet would not advance thru the lead. The lead was not implanted. No patient complications were reported as a result of this event.